Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer blood glucose reading was 255 mg/dl. Troubleshoot was performed. Customer stated the insulin pump was exposed to moisture. Customer stated that the insulin pump keep making him rewind and prime. Customer was advised that the insulin pump might had motor error. Customer received compromised force sensor system alarm while filling up the tube. Customer was advised to use his back up plan but he only had manual injection. Insulin pump will not be returning for analysis.